Event description:
It was reported that the patient¿s catheter fell out of the intrathecal space within 2 weeks of implant. The patient¿s pump and catheter were replaced. The drug in the pump was compounded baclofen. The was doing well following replacement.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).